Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure with a dislodged atrial lead. The dislodgement was noted on an x-ray. The lead was revised on (B)(6) 2018 and the patient was stable.